Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There were no non-conformances identified in manufacturing process that could be related to this event. Based on clinical data and literatures, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures is not determined. It is likely that the reported stent fracture was a type ii with loss of integrity because a new valve was put in place. Stent fracture leading to stenosis or regurgitation is documented in the risk management files. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the patient had exercise intolerance and developed valve stenosis. The gradient measured 45 mmhg with evidence of a stent fracture. Subsequently the second transcatheter pulmonary bioprosthetic valve was implanted. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and two months following the implant of this transcatheter pulmonary bioprosthetic valve, a second transcatheter pulmonary bioprosthetic valve was implanted for unknown reasons. No adverse patient effects were reported.